Event description:
It was reported the pt has not used or charged the scs ipg as recommended. The pt lost stimulation coverage approx 5 months ago. The ipg is unable to communicate with the charger. The pt is also interested in a trial for new pain in arms and neck. An sjm rep will meet with the pt at the physicians office.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.